Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, crease smooth opening on radius, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: opening crease sharp on radius assessed as fold flaw opening. Opening crease smooth on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.